Event description:
Customer reported being awake and feeling ill. Customer 's device = 215 mg/dl. Customer was taken to the hospital. Hospital device = 55 mg/dl. Customer was given food and juice to raise blood glucose level. The time between test was not known. No controls were used. A request was made for returned product and replacement product was sent.